Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient is experiencing mild increased cough and moderate cough syncope. Neither event is categorized as a serious adverse event. Both events are possibly related to vns stimulation. It was later reported that the event of increased cough has resolved and patient recovered. No intervention was taken for this event. For the cough syncope, intervention was taken in the form of pulmonary function tests. The patient saw a neurologist. Intracranial pathology and primary seizure disorder have been ruled out. Patient will be seeing pulmonologist for reassessment and repeat function tests. No change in medication or action taken with the vns was taken. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.